Event description:
It was reported in 2004, the surgeon found by x-rays that the locking screws at t2 nail distal hole fractured. The surgeon retrieved and replaced them with new screws. The surgeon suspects that the screws fractured due to mis-reduction.